Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, surgeon wanted an 8 x 300mm humeral nail. Upon opening the plastic and the box for the implant, we discovered a hole in the plastic containing the humeral nail.